Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The power supply unit (psu) was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device power supply unit (psu) was inoperable. There was no patient involvement reported.